Event description:
It was reported that an alarm 2 occurred, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Despite several corrective actions, including clearing the cartridge o-ring from the pneumatic tap and cleaning the pneumatic tap area, the occlusion alarm persisted. The customer was assisted in filling and loading a new cartridge and instructed to replace supplies as needed. Technical support planned to send an email to clss for additional assistance.